Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corner, cracked case at display window corners, cracked reservoir tube lip and cracked end cap. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the reservoir compartment was damaged. Insulin pump would need to be replaced.